Manufacturer narrative:
(B)(4). Insulin pump received with completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Unable to perform all operating currents, self test, unexpected restart error test, displacement test, and failed batt test.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the casing at the reservoir compartment and at the side and had rejected new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.